Event description:
It was reported in an ent fusion case where a trackable rad40 blade come apart during surgery. Doctor used it bilaterally, and then noted that it stopped working towards the end of his work on the ipsi lateral side. When he took it out of the nose, we noted that it was broken. Case proceeded normally with no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not been returned for evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.